Event description:
It was reported that the patient was experiencing poor pain coverage. The patient underwent a lead revision procedure wherein the leads were repositioned. The patient was doing well postoperatively. The leads remain implanted in the patient and in use.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on early (B)(6) 2025. D2b: pro code: qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: (B)(6). Batch: 36495274. UDI: (B)(4).